Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 2.9 mmol/l, 3.6 mmol/l, and 5.8 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6).